Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported material rupture appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The nc traveler balloon catheter is not approved for sale in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a concentric, de novo lesion with mild tortuosity, mild calcification and 99% stenosis in the proximal circumflex artery. After pre-dilatation was performed with a 2.0 mm nc traveler, a xience xpedition was implanted in the lesion. The 2.75 x 8 mm nc traveler was advanced without resistance to the lesion for post-dilatation, but the balloon ruptured during the second inflation at 9 atmosphere (atm). There was no resistance noted during removal of the nc traveler. The device had been prepared per instruction for use prior to use and there was no resistance during removal of the protective sheath. The procedure was completed without additional dilatation since the lesion was fully expanded. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.